Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The nurse was unable to fill the pump. During troubleshooting, they bled air from the pump; it was hard to get drug in the pump. It was noted that the patient was large. The patient opted to have the pump replaced because it had been in since 2006. There was reported to be no patient injury. The device system was used to deliver dilaudid (20 mg/ml); bupivacaine (34 mg/ml); baclofen (44 mcg/ml), and clonidine (56 mcg/ml).